Event description:
It was reported that during a laparoscopic cholecystectomy, the tips did not align properly. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results confirmed that the jaws had become misaligned causing two clips to be scissored and making the instrument non-functional. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.